Event description:
Procedure: CABG. Reportedly, the staff noticed a burn on the patient's left lateral thigh when removing the drapes after surgery. During surgery, the power source for the cautery was turned from 50 to 65 and then to 75 coagulation because there didn't seem to be enough power to the blade. Upon inspection of the cautery cord after surgery, a small interruption in the integrity of the wire coating was noted. The contact said the current appeared to have leaked through the wire and came in contact with a metal towel clip, that was nearby, but not holding the cautery, and heated the ring of the clip enough to burn the thigh. The area is black and charred. Silvadene cream was used to treat the wound. A plastic surgeon will be called for consult once the patient leaves recovery. According to the biomedical engingeering department at the hospital the power unit checked out okay with no defects.